Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed active exhalation verification testing during device pre-test. There was no patient involvement, and no harm or injury reported. Replacement of the 3-way solenoid valve and the proportional valve were required to address this issue. After replacement of the valves, the device passed all testing and was returned to clinical use.

Manufacturer narrative:
Trilogy evo solenoid valve was returned to the product investigation laboratory for investigation for allegedly failing testing. Product investigation lab was unable to confirm the complaint of the trilogy evo solenoid valve. Visual inspection found the wires pinched. Pil concludes that no further investigation is possible. A final report is being submitted.